Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bag to vent switch was cleaned and re-seated to resolve the reported issue. No report of patient involvement. (B)(4).

Event description:
The hospital reported that the lock system was not functioning. There was no report of patient involvement.